Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6: health effect - clinical code- 4415- speech disorder.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2025. The patient uses a tandem tslim in modified closed loop. According to the patient, on (B)(6) 2025 around noon, the patient¿s insulin pump kept delivering insulin based on his cgm reading of 356 mg/dl. The patient also felt nauseous with speech and mobility problems. The patient was unable to perform a fingerstick due to feeling shaky. The patient¿s coworker took him to the hospital. At the emergency room a fingerstick was performed and his bg was 60 mg/dl while the cgm was 365 mg/dl. He was treated with d50 (2 tubes) and intravenous glucose. No comparative values can be provided after treatment due to the cgm being discarded at the hospital. The patient was monitored for about 9 hours and then discharged. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was in stable condition. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator during the onset of symptoms. The reported glucose values fall within the d zone of the parkes error grid when the patient arrived at the emergency room. There were no reported glucose values available to search within the parkes error grid calculator after treatment. The data investigation found a difference in values that falls within the c zone of the parkes error grid. No additional patient or event information is available.